Event description:
It was reported that the patient experienced uncomfortable zap when the implantable pulse generator (ipg) was down to one bar. It was also noted that the patient was frequently charging the ipg. The patient underwent ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg will not be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago from the date the manufacturer became aware.

Event description:
It was reported that the patient experienced uncomfortable zap when the implantable pulse generator (ipg) was down to one bar. It was also noted that the patient was frequently charging the ipg. The patient underwent ipg replacement procedure and was doing well postoperatively. No further information could be obtained despite good faith efforts.